Event description:
Screwdriver tip broke off in screw head recess upon screw insertion in gamma 3 nail. The screw was removed with pliers.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event was confirmed. No deviations were found during review of the manufacturing and inspection documents. The item returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The breakage surface indicates that the screwdriver tip broke due to a torsional overload during insertion of a locking screw, fully threaded ø5x42,5 mm. Because no failures were found in the material, dimensions or DHR a manufacturing issue could be excluded; therefore the issue is attributed to a rough handling by the user. No discrepancies were detected during risk analysis review. No non-conformity identified; no actions are in place.

Event description:
Screwdriver tip broke off in screw head recess upon screw insertion in gamma 3 nail. The screw was removed with pliers.